Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The air gas module was replaced and returned for technical investigation. Simulated use testing of the returned air gas module failed the pre-use check with internal leakage test, pressure transducer test, o2 cell/sensor test, flow transducer test and the patient circuit test. During ventilation, the machine alarmed for paw high and expiratory minute volume: low and respiratory rate: high. The conclusion is that the delta pressure sensor has a major drift due to liquid contamination. This fault in the pressure sensor can give rise to faults in the pre-use check and during ventilation high pressures and volumes, as well as higher oxygen concentrations than set. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Moreover, it was noticed by visual inspection that the nozzle unit had a bent feather spring and was broken. It was very old as this nozzle type was last produced in 2017. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first.